Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the use of the abbott diabetes care (adc) device was reported. Furthermore, the caregiver, who is reporting on behalf of the customer who is a child, would receive glucose readings by adc device sensor scan that were perceived to be ¿low and normal glucose values. ¿the customer then stated that they ¿did not feel well and became tired ¿while experiencing symptoms of shortness of breath, nausea, and vomiting. Caregiver presented the customer to their pediatrician, who then referred the customer the emergency room. Per the caregiver, five (5) hours before the discharge from the emergency room, a blood glucose test of 390 mg/dl obtained on the hospital meter was compared to an adc device glucose sensor scan result of 103 mg/dl while noting a vertically downward trend arrow which indicates rapidly declining glucose level (more than 2 mg/dl per minute). When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Additionally, a blood glucose test result ¿over 400 mg/dl¿ was obtained on the hospital meter while in the intensive care unit (ICU). The customer was treated with unspecified fluids by a healthcare professional (hcp)for the diagnosis of diabetic ketoacidosis in the intensive care unit (ICU) for 2 days. There was no report of death or permanent impairment associated with this event.